Event description:
It was reported that during a angioplasty procedure, tip detachment occurred. The target lesion was located in the anterior tibial total occlusion. Prior to use in the anterior tibial artery the same wire was used successfully in the posterior tibial artery. The physician formed a standard loop for sub-intimal advancement. As the physician pulled back on the wire the wire appeared "bunched" and upon further removal a section of the distal tip had detached and looked like a coil. A 1.3 cm section of the distal tip was left in the sub-intimal of the total occlusion. Further intervention was not attempted. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).